Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Emdr retraction: the initial emdr with manufacturing report number (9618003-2024-02357), was submitted on 03-jul-2024. However, based on the additional information received, it was found that the end user did not use proper technique when removing the dressing. As the idea of a wound dressing is to maintain a sterile barrier over the wound, there were dressing removal sprays to help loosen the adhesive, or to use the 'taffy pull method' as described in the instructions for use (IFU), which the patient doesn't look to have followed and therefore would be classified as misuse. Now, this case has been determined to be non-reportable after the additional information received on 03-oct-2024. Hence, this emdr is being submitted to retract the initial emdr. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 3c01812 was manufactured on 18/mar/2023, in bodolay manufacturing line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 28/jun/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Annual testing records were review looking for any change in the material composition and no changes or nonconformance's were identified. No supplier changes were identified. Based on the instruction for use (IFU 1268507g3) clearly specified correct the methodology and guidance to use the product: ¿indications: chronic wounds - dry to lightly exuding wounds, e.g., leg ulcers, superficial pressure sores. Acute wounds - surgical wounds, e.g., post-operative wounds, minor burns, abrasions, or lacerations. May be used as a secondary dressing in combination with other modern wound care products, e.g., alginates, hydrogels. Dermatological indications - indicated for use either alone or with topical steroids in the management of psoriasis or other recalcitrant conditions where the enhanced response offered by occlusion is recommended by the physician. When used together with topical medication, this product should be used under the direction of a physician. Not intended for use on patients with known sensitivity to the dressing or its components. Duoderm extra thin dressings should not be used with topical steroids for which occlusion is not indicated. Removal of the dressing: press down on the skin with one hand and carefully lift an edge of the dressing with your other hand. Maximum recommended wear time is up to seven days.¿ historical complaints review: on 28/jun/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 3c01812 lot for the malfunction ¿adhesive dressing requires excessive force for removal from skin (i.e., difficult to remove)¿ defect and no additional complaint was identified. Historical nonconformance review: on 28/jun/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA)(s) associated to the malfunction ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ defect for the lot number 3c01812 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 1 defective part confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.65 based on our standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of 0.65. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted aql level for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, there were evaluated and as a result, the reported malfunction for the observed product was confirmed. After performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate aql for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. No changes in material or supplier were identified. Based on the above, the reported defect cannot be attributed to the manufacturing process, therefore, this issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Event description:
The distributor reported that a dressing applied to the skin was difficult to remove and caused an allergic reaction. After one day of application, the dressing was too sticky and could not be removed even with rinsing using a saline solution. The patient experienced an allergic reaction in the area where the dressing was applied. The patient was concerned about why the dressing could not be removed smoothly and how it caused additional injury to the wound. Additionally, it was stated that no adhesive remover was used; the end user was removing this himself after one day of application on the skin. The dressing was removed after one day because the end user used to change another dressing once a day. The end user has not had an allergic reaction to our product before. It was the first time using the company's product. The dressing was used on a scrape. Photographs depicting the issue were received from the complainant.